Event description:
It was reported that bd vacutainer® plus plastic sst tube with gold bd hemogard¿ closure had fibrin clots in the serum after centrifuge. There was no blood exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were not tested/evaluated as fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: evaluation of samples was not performed as fibrin is a normal component of the clotting process and steps can be taken to lessen its negative effects on sample quality. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® plus plastic sst tube with gold bd hemogard¿ closure had fibrin clots in the serum after centrifuge. There was no blood exposure, serious injury, or medical intervention.